Manufacturer narrative:
E1: initial reporter phone no. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was always alarming "improper shutdown". This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, unit is always alarming improper shutdown was not reproduced. A review of the history log revealed improper shutdown messages. An "improper shutdown!" Message indicates that all power was lost from the pump. However, the log cannot be used to determine if the power was manually disconnected or the shutdown without user input. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event.the cause of the condition was not determined. No pump correction is required. Should additional relevant information become available, a supplemental report will be submitted.